Event description:
This devis was implanteed on (B)(6) 2016 and was explanted on (B)(6) 2016. This medtronic device was used as a temporary pacer. The physician was (B)(6) at (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).